Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a motor error alarm during a bolus delivery. Customer also reported wearing their insulin pump during a chest x-ray. Customer was advised an x-ray may damage the insulin pump. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed the motor test, also passed displacement and excessive no delivery test. The insulin pump has minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.